Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital complaining of light headedness and discomfort across their lower chest and back. A chest x-ray revealed increased opacity and a subsequent computed tomography (CT) scan confirmed that the rv lead had perforated the ventricle and led to a pleural effusion. A revision procedure was performed to drain the pleural space and to replace the rv lead. This rv lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.